Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report that she was having issues with her insulin pump. Customer stated that she had high blood glucose and her insulin pump was alarming no delivery. Customer mentioned that she was hospitalized three times last year due to high blood glucose. Nothing further was reported.